Event description:
Pt admitted, restless, anxious, unsteady, confused making attempts to climb out of bed. Restraint vest applied (pt given ativan also). Restlessness continued. Pt found in sitting position on the side of bed with restraint intact/still tied.